Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose in the 20 to 40 mg/dl range at the time of the incident. The customer was at 50 mg/dl at the time of admission. The customer did not mention how they were treated. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated they were wearing a competitor's sensor system and may not have heard it alert them for the low. The insulin pump will not be returned for analysis.